Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred and having axillary insertion there was no harm or injury reported.

Manufacturer narrative:
The insertion site is axillary and the iab is arrow. Esp personnel advised that the catheter is likely kinked internally or the location is incorrect. He also disclosed that iab is not approved for axillary insertion, and she is aware of this.